Event description:
The multi-unit abutment, placed at tooth site 26, was fractured at the screw level during the procedure to complete the screw-retained bridge from 24 to 26. Abutment placed on (B)(6) 2020 and removed on (B)(6) 2026. Patient suffered from abutment mobility. Procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer , g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tac1, (abut tapered one-piece scr-v 3.5mm 1mm) for evaluation. Visual inspection was performed. Returned abutment shows signs of wear/use. Fracture identified at the threads on the abutment's screw like section. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tac1 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: ¿dental : functional : fracture : screw¿) based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The returned abutment was observed to be fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.